Event description:
It was reported that the cadd-solis pump did not function properly, as the device repeatedly triggered downstream occlusion alarms without justification. The event occurred before the beginning of the infusion. There was no patient involvement.

Manufacturer narrative:
The suspected device was received for investigation. A review of the service history found that this device has been not in for service in the past 12 months. The event history log (ehl) reviewed and no observation found. Visual testing was performed. Functional testing was performed. The issue reported by the complainant was confirmed. The probable cause was identified to be downstream occlusion (dso) sensor outside the calibration range. The dso sensor will be replaced as a corrective action. Upon successful completion of the repair activities including functional and accuracy testing, the device will be returned to the customer.